Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. The healthcare provider reported having pain from not being able to void on their own; they had to use a catheter but the patient still "felt full." It was noted the pain was not from stimulation and they were going to the emergency room.